Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez.

Manufacturer narrative:
The reported complaint was deemed confirmed upon review of the photographs submitted with the report. The sample was not returned for evaluation so a definitive root cause for the issue could not be identified. However, previous investigations of the similar failure mode ¿high pressure burst¿ for the versajet I handpieces have determined the most probable cause to be crimping issues during assembly that lead to fluid occlusion in the high pressure hose, likely close to handset¿s cutting window. Review of the process failure modes and effects analysis for versajet ii handpieces found a possible relationship between the reported issue and previously identified failure mode weldment with hi pressure or weldment clogged. The manufacturer reviewed the device history record for the reported lot number 22012f and found all requirements were met at the time of release and no inconsistencies were noted. There have been no similar complaints reported for this lot during the past 12 months. At this time, the issue appears to be an isolated incident and no corrective action is warranted. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, corrective action(s) will be initiated at that time.

Event description:
Broken component: the part of high pressure line that connects with handpiece was broken during hand on as the result of high speed of water splashes to surgeons face and surgical area.

Event description:
Broken component: the part of high pressure line that connects with handpiece was broken during hand on as the result of high speed of water splashes to surgeon's face and surgical area.